Manufacturer narrative:
(B)(6). This is one of two products involved with this complaint and the associated manufacturer report numbers are 9616099-2015-00673 and 9616099-2015-00674. The device is expected to be returned, however, it has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days.

Event description:
As reported, the physician was not able to remove the air completely from a 15x40mm maxi ld balloon during negative pressure which was further reported as "air kept removing from the product." It was exchanged to a 20x40mm maxi ld device; however the same issue occurred. It was exchanged for another one and the procedure was completed successfully. There was no reported patient injury. The patient's information was unknown. The target lesion was the abdominal aortic aneurysm. The lesion was not calcified and moderately tortuous. The rate of stenosis was 0%. For the procedure, a 15x40mm maxi ld pta catheter was opened. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use; however it was unknown if there was any damages noted to the inflation port. When the physician tried to remove air inside a 15x40mm maxi ld balloon catheter by a syringe during preparation, air could not be removed completely during negative pressure which was further reported as "air kept removing from the product." Therefore, the physician stopped using the maxi ld and exchanged for another maxi ld catheter but the same issue occurred. The brand of syringe used and whether it was used successfully with other devices are unknown. It is unknown if there was any difficulty experienced as the syringe was connected to the device or if the same syringe was used to complete the procedure. It is unknown if the catheters were in an acute bend. Therefore the maxi ld was changed to another unknown brand. The procedure finished successfully. There was no reported patient injury. The products were not clinically used. And these will be returned for analysis.

Manufacturer narrative:
The device was returned for analysis. This is one of two products involved with this complaint and the associated manufacturer report numbers are 9616099-2015-00673 and 9616099-2015-00674. Complaint conclusion: the physician was not able to remove the air completely from a 15x40mm maxi ld balloon catheter (bc) during negative pressure which was further reported as "air kept removing from the product." It was exchanged to a 20x40mm maxi ld device; however the same issue occurred. It was exchanged for another one and the procedure was completed successfully. There was no reported patient injury. The patient's information was unknown. The target lesion was the abdominal aortic aneurysm. The lesion was not calcified and moderately tortuous. The rate of stenosis was 0%. For the procedure, a 15x40mm maxi ld pta catheter was opened. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use; however it was unknown if there was any damages noted to the inflation port. When the physician tried to remove air inside a 15x40mm maxi ld balloon catheter by a syringe during preparation, air could not be removed completely during negative pressure which was further reported as "air kept removing from the product." Therefore, the physician stopped using the maxi ld and exchanged for another maxi ld catheter but the same issue occurred. The brand of syringe used and whether it was used successfully with other devices are unknown. It is unknown if there was any difficulty experienced as the syringe was connected to the device or if the same syring4 was used to complete the procedure. It is unknown if the catheters were in an acute bend. Therefore the maxi ld was changed to another unknown brand. The procedure finished successfully. There was no reported patient injury. The product were returned for analysis. One non-sterile unit of maxi ld 7f 20x4 110cm bc was returned. Per visual analysis no anomalies were found. A leak test was performed without any difficulty. No leaks were noted either during the balloon inflation or during the deflation. A device history record (DHR) review of lot 17095267 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported "balloon leakage-during negative prep" was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. The device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.